Manufacturer narrative:
(B)(4). The results of this investigation confirmed the amplatzer septal occluder met all dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
The patient's asd was evaluated via tee showing a measurement of 9 mm. A 13 mm aso was selected for use and pulled through the defect. Subsequently, the 13mm aso was removed through the delivery system as it had never been released from the delivery cable. The user then selected a 16 mm aso with a 7f torqvue 45 delivery system for use. After evaluation, the 16 mm aso was released. Upon further assessment after release, it appeared the la disc had slipped off the aortic rim and across the defect into the right atrium. Therefore, the 16mm aso was snared and removed through a 12f torqvue exchange system. A larger 17 mm aso was placed and after assessment, it was released without incident. There were no adverse consequences for the patient.